Event description:
It was reported that during the implant procedure, the physician stated that the stylet was able to be advanced to the end of the lead, but the j-shaped lead would not take on j-shape. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/ stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching. (B)(4).